Manufacturer narrative:
This serves as a correction report: it was determined that the event reported in this case is the same event as reported under adc reference (B)(4) / FDA MFR report # 2954323-2025-43984. Please refer to FDA MFR report # 2954323-2025-43984 for complete details. All future reports will be sent under adc reference (B)(4) / FDA MFR report # 2954323-2025-43984. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) was notified on november 28, 2025 by a family member that a customer was receiving low sensor values and experienced symptoms of headache and stomachache. Reportedly, the customer self-treated with "paracetamol" and sweets. It is unknown whether the customer noted a trend arrow on the device at the time of the event. The customer then was reportedly seen at the hospital where readings of "over 1,000mg/dl" were taken from laboratory. The customer was then admitted to the intensive care unit where they were given treatment of insulin (dose/type unspecified), ace inhibitors, intravenous prdednisilon, atosil, and "asa " for treatment of a diagnosis of hyperglycemia resulting in death. No autopsy report or death certificate has been provided at this time. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported death. The affected sensor serial number is included in adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. A follow-up report will be sent if adc obtains any additional information regarding this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint did not meet product design specifications and may produce low glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. Physical investigation of product is not anticipated as reporter indicated device was discarded. No further investigation actions are required as this issue is confirmed to adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) was notified on (B)(6) 2025 by a family member that a customer was receiving low sensor values and experienced symptoms of headache and stomachache. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Reportedly, the customer self-treated with "paracetamol" and sweets. It is unknown whether the customer noted a trend arrow on the device at the time of the event. The customer then was reportedly seen at the hospital where readings of "over 1,000mg/dl" were taken from laboratory. The customer was then admitted to the intensive care unit where they were given treatment of insulin (dose/type unspecified), ace inhibitors, intravenous prdednisilon, atosil, and "asa " for treatment of a diagnosis of hyperglycemia resulting in death. No autopsy report or death certificate has been provided at this time. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported death. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. A follow-up report will be sent if adc obtains any additional information regarding this event.